Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products:300cc mentor smooth round moderate profile saline breast implant catalog: 3501645, lot: 5616298, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent breast augmentation surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with 300cc mentor smooth round moderate profile saline breast implants on (B)(6) 2019.

Manufacturer narrative:
On 01/24/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/13/2020. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant. The device was visually inspected and a crease was observed on the posterior view. Within the crease, a tear measuring approximately 0.1 cm was noted. Additionally, a teal coloration on the shell was observed. Leak testing was performed and a leakage from the valve was found. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. On the other hand, the analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Multiple attempts have been made to obtain clarification regarding the teal coloration in the device; however, it has not¿been made available. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the implant other than sterile saline for injection since this could compromise the product integrity. Manufacturer¿s reference number: (B)(4).